Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does it mean that ¿the stitches prolapsed the same length as the incision¿? What is the alleged deficiency of the suture? Did the patient have the abdominal wall scar hernia repaired? Please provide details. Did the patient experience a wound dehiscence? Please provide the patient's weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure? Were there any patient stress factors that led to this event? Onset date/time of hernia/dehiscence? (# post op days) how was the hernia/ dehiscence managed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent midline abdominal incision surgery on (B)(6) 2025 and barbed suture was used. The patient had an abdominal wall scar hernia. The doctor thinks that the suture was not broken, but either the left or right side was torn because the stitches prolapsed the same length as the incision. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what does it mean that ¿the stitches prolapsed the same length as the incision¿?¿ intestine prolapse was found in the same range of abdominal incision¿ what is the alleged deficiency of the suture? It tore the wound tissue did the patient have the abdominal wall scar hernia repaired? Please provide details. Unk did the patient experience a wound dehiscence? Yes. Please provide the patient's weight, bmi at the time of index procedure. Unk. Name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? ¿weak¿ abdominal wall when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Fascia. Please describe any surgical intervention required for the wound dehiscence including date and findings. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure? Not broken were there any patient stress factors that led to this event? ¿weak¿ abdominal wall onset date/time of hernia/dehiscence? (# post op days) about 2-3 weeks later how was the hernia/ dehiscence managed? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not reported but he wonder how he should have suture for ¿weak¿ abdominal wall. What is the patient's current status? Unk. Lot number? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the surgeon asked for more information about how to suture a weak abdominal wall. The sales told the proper use for such patient.